Manufacturer narrative:
The pump passed the displacement test and selftest. No audio anomalies or pump error 63 noted during testing. Audio levels changed when adjusted. No pump error 63 found in pump history file. Audio/vibrate anomaly / absence of alarm not confirmed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had audio vibrate anomaly. Customer¿s blood glucose was unknown at the time of incident. Customer states that insulin pump had failed the audio test. Device will not be returned for analysis.